Event description:
Had lasik eye surgery. Now live with permanent effects of this dry eye, irritated red eyes, trouble focusing, most devastating are the eye floaters. Many, many eye floaters that were not present after the lasik surgery. Lasik permanent damage. (B)(6).